Manufacturer narrative:
Device label code for f10. Position 1: 1701 device label code for f10. Position 2: 1701 device label code for f10. Position 3: - evaluation summary: the iab was received intact for evaluation with blood noted on the exterior of the membrane and within the inner lumen. The balloon membrane was noted to be completetly unfolded. The inner lumen within the catheter tubing near the membrane taper was observed to be elongated. The membrane in this area was noted to be stretched. The inner lumen within the membrane near the balloon tip was observed to be kinked. Underwater leak testing revealed no leaks in the device. It was not possible to pump the balloon on the lab system iabp due to the condition of the returned membrane. It was not possible to verify the reported pump alarms during lab examination. Probable cause of difficulty: unfortuneately, based on the condition of the iab, it was not possible to satisfactorily examine the balloon to determine the true nature of the reported alarm difficulties. In general, alarm and inflation difficulties may be attributed to one or more of the following: 1. The balloon was placed subintimally. 2. The balloon was placed too high in the aortic arch or in the subclavian artery. 3. The proximal portion of the membrane remained within the sheath. 4. The iab failed to completely unfold because the user failed to inject at 60 cc. Of air as advised in the instructions for use. 5. The catheter kinked within the patient, possibly due to severe vessel tortuosity and/or patient movement. 6. The catheter kinked outside the patient. The user may have failed to secure the catheter and y-fitting to the patient. Manipulation of the kinked portion of the catheter could have minimized the restriction and improved balloon performance. Having the opportunity to examine a completely or loosely folded membrane may have provided some additional information into the reported problem.

Event description:
Event: (cc# 97-01139) the iab was inserted into the pt at wichita general hosp and the pt was transported to bethania regional hosp. The iab leaked. On 1/19/1998 it was reported that upon arrival of the pt from another campus with the iab in place, the iab catheter alarm kept going off. They tried flushing arterial line and refilled catheter. All connections were checked and pumps were changed. They finally decided to change iab catheters and that resolved the problem. [Event complications]: unknown - reported 10/10/1997; none - reported 1/19/1998. [Pt's current status]: pt. Emer. CABG - 1/19/1998.